Manufacturer narrative:
As received, interrogation of the device was normal. The visual evaluation was within normal limits. Testing results were acceptable and the device image download was successful. No malfunction was observed.

Event description:
During follow-up, pocket erosion was observed. The issue was resolved by explanting and replacing the device. The patient experience no adverse health consequences.